Event description:
Medtronic received a report that the first pipeline had a good deploy distally and the first third of the pipeline. The hcp attempted to recapture and they lost the position. They tried to move distally without response and with a high resistance during resheathing. The pipeline was stuck at the distal end of the catheter. The hcp removed all of the system. The catheter was flushed continuously with heparinized saline. The physician released the load (slack) in the system in an attempt to resolve the issue. The issue was not resolved. The catheter was not damaged and the pushwire was not damaged. A second pipeline was utilized and when uploading the pipeline at the middle segment of the microcatheter, there was higher resistance with no possibility of going up. The pipeline was stuck in the middle of the catheter during delivery. The catheter was flushed continuously with heparinized saline. The catheter and pushwire were not damaged. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was administered but the pru level was unknown. The pipeline and accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the oftalmic location with a max diameter of 5mm and a 5mm neck diameter. It was noted the patient's vessel tortuosity was minimal. Ancillary devices include a navien intracraneal support 6 fr x 115 cm.

Manufacturer narrative:
Two pipeline flex w/ shield devices and two phenom-27 micro catheters were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an unsealed plastic pouch. It is not possible to determine which device belongs to which pli. One opened pipeline flex w/ shield inner pouch and one phenom-27 micro catheter were also returned. Visual inspection/damage location details: (first set of pipeline flex w/ shield and phenom-27) no flash or voids molded were found within the catheter hub. Dried saline was found within the hub. No damages or anomalies were found with the hub. The pipeline flex w/ shield pusher was found extending out of the hub ~196.0cm. The phenom-27 micro catheter body was found flattened between ~16.5cm and ~14.5cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The pipeline flex w/ shield was found stuck in the proximal section of the phenom-27. The phenom-27 micro catheter was cut to remove the pipeline device. Dried blood found within the phenom-27 micro catheter and on the pusher and braid. No damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was intact and unstretched and ptfe shrink tubing intact. No damages were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found damaged. Once deployed out of the micro catheter, both braid ends of the pipeline flex w/ shield braid were found fully opened, frayed, and damaged. (Second set of pipeline flex w/ shield and phenom-27) no flash or voids molded were found within the catheter hub. Dried saline was found within the hub. No damages or anomalies were found with the hub, micro catheter body, distal tip and marker band. No damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was found bent and unstretched and ptfe shrink tubing intact at that location. No damages or irregularities were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The distal and proximal dps restraints, dps sleeves and tip coil were found dislodged from the distal wire. Once deployed out of the micro catheter, the proximal braid end was found tapered, damaged and frayed; and the distal end was found fully opened, damaged and frayed. Testing/analysis: (first set) the phenom-27 micro catheter total length was measured to be ~159.0cm and the usable length was measured to be ~152.5cm, which is within specification (specification: total(ref) = 156.5cm usable = 150cm ± 5cm). The micro catheter was flushed with water and water did not exit the catheter tip. The micro catheter was cut to remove the pipeline flex w/ shield device. Resistance testing in micro catheter testing could not be assessed as the catheter was destroyed to extract the pipeline flex w/ shield. (Second set) the phenom-27 micro catheter total length was measured to be ~158.70cm and the usable length was measured to be ~152.3cm, which is within specification (specification: total(ref) = 156.5cm usable = 150cm ± 5cm). The micro catheter was flushed with water and water exited the distal end, flushing out the dps sleeves and tip coil. An in-house 0.0260¿ mandrel was inserted into the hub, through the micro catheter body and out the distal end with resistance encountered throughout the micro catheter. The separated braid was pushed out with the mandrel. Conclusion: based on the analysis findings, the first set of pipeline flex w/ shield devices and phenom-27 micro catheters were confirmed to have ¿catheter resistance¿ and ¿resistance during delivery¿ as resistance was found with the returned pipeline flex w/ shield within the proximal segment of the phenom-27 catheter. Catheter resistance and resistance during delivery could not be confirmed through device analysis, as although mandrel testing found resistance, it is likely the deployed braid found within the catheter caused the resistance. No additional resistance was encountered once the braid was pushed out using the mandrel. Possible causes for resistance are damaged catheter, damaged/ frayed ends on braid, patient vessel tortuosity or user pulls back on/torques wire while advancing ped in micro catheter. The customer report of ¿lockup/resistance at distal segment of catheter¿ and ¿resistance during resheathing¿ could not be confirmed through device analysis; however, the failures could not be ruled out. In addition, (set 1) the tip coil was found damaged, and the distal micro catheter was found flattened; potentially contributing towards the resistance. (Set 2) the tip coil and sleeves found dislodged from the distal wire indicates retracting the device against resistance. There is no indication that the event is related to a potential manufacturing issue.